Event description:
The customer reported that wash concentrate leaked from a unicel dxc 800 synchron system. The customer indicated that there had been two incidents of leaks on the unicel dxc 800 synchron system in a two week period. This is report number two of two and represents the wash concentrate leak which occurred on (B)(6) 2011. The wash concentrate cap was knocked off the bottle when the customer loaded the reagent. This caused the wash concentrate to leak out. There was no healthcare worker exposure to uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found fluid and buildup around the wash concentrate canister. The fse removed, cleaned, and replaced the fitting and canister o-ring. The fse primed the unit several times and ran the instrument to ensure there was no evidence of additional fluid on the bottom of the hydropneumatic assembly. No leaks were observed. Mdrs associated with this event: 2050012-2011-04474, 2050012-2011-04475.